Manufacturer narrative:
(B)(4).

Event description:
The manufacturer¿s representative (rep) reported the device had been ¿working sometimes and not working other times¿ for the past two to three weeks. The rep. Was inquiring about battery longevity. No patient symptoms were reported. Relevant medical history includes complex regional pain syndrome type I. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.